Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for intact human chorionic gonadotropin + the ss-subunit (hcg+ss) on one patient sample. The initial hcg+ss result was 0.100 miu/ml with a data flag. Since the patient had symptoms of pregnancy the physician asked that the test be repeated. On (B)(6) 2014 the first repeat was run on a second e module with a result of 10000 miu/ml with a data flag. The test was repeated on (B)(6) 2014 on the second e module at a x100 dilution with a result of 68885 miu/ml. The patient was not adversely affected by the event. The lot number of the hcg+ss reagent was 173268. The expiration date was requested but not provided.

Manufacturer narrative:
Additional information for investigation was requested from the customer but not provided. With the information available, the investigation could not determine a root cause. Quality controls did not indicate an issue. The alarm trace from the instrument showed abnormal sampling conditions, which indicate a possible pipetting issue. It was noted the customer does not always use the recommended rack adaptors when testing samples. It could not be determined if the customer used rack adaptors when testing the patient's sample.